Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that their ins had been causing a lot of pain in their back where their ins is at ever since their surgery. They stated that right after their surgery, they hit their back up against a door frame twice then the pain got worse and that they went to the ER for that then went to their healthcare provider (hcp) afterwards. They mentioned that on saturday morning ((B)(6) 2025), they woke up screaming because they felt like a burning pain and a lot of itching in their back where their ins was at, and that they felt it around their leg, behind, and tailbone. They added that they went to see their hcp the day before and that their hcp didn't see a rash and that they had a cat scan to ensure that the system is in place. They also mentioned that their stimulation was turned down way low and that they couldn't even turn it up. The agent walked the patient through connecting to their ins and patient confirmed seeing the maximum settings (oor) screen. The agent had the patient dismiss the message, then the patient confirmed seeing an exclamation point beside their stimulation level. The agent had the patient turned their therapy off and the patient confirmed the exclamation point was gone. The patient will keep their therapy off until their appointment with their hcp this week and will continue to monitor their symptoms. The manufacturing representative (rep) was contacted about being at t he appointment and they indicated they would help in scheduling an appointment for the patient. Additional information was received from the manufacturer representative (rep). It was unknown if there was any indication of an infection. The cause of the maximum settings was unknown. It is unknown if the issue was resolved. Additional information was received from the/manufacturer representative (rep). The patient requested an explant but the outcome was unknown. The rep requested the information from the doctor's office but they did not receive any information back. Additional information was received from the patient. The implant flipped and patient was feeling shocking and a lot of pain radiating down the tailbone. They had the device replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.